Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient could not get her ins to work and it had not worked for a long time. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient first started experiencing the device not working in (B)(6) of 2016. The patient just wasn¿t able to diminish pain because she couldn¿t get her stimulation to work. The battery charger did continue to work. The patient was sure that it is a matter of resetting it with the help of the manufacturer. No steps had been taken by the patient to resolve the device not working. No further complications were reported.